Event description:
It was reported that the patient had a surgery in his leg way back on (B)(6) 2019, but came back to the hospital last month due to developing an infection and that another surgery had to be performed. A wound vac (unspecified) was then started after surgery. Upon discharged they switch him to pico 7 on (B)(6) and was sent home with extra dressing. That late sunday night on (B)(6), he reported he had been having "problems" when the bandage indicator started to turn "red" and the dressing was "full from top to bottom" and that his drainage started to back up along the tubing. He stated he called his physician who instructed him and his nurse to follow instructions from the package insert and so "they" changed the dressing. As of your yesterday, his second dressing is again 90% saturated and so he proceeded to get hold of his physician. His physician sent him to wound care back at the hospital and "they informed him they can't do anything until tuesday of next week. The patient expressed his concerns that the bandage indicator is starting to periodically flash red, then it buzzes "a bit" and then switched back to ok green light and these indicators display intermittently. He doesn't have anymore dressing and wanted advice. The patient was referred back to wound care center for dressing change asap & if unable to can also be evaluated in urgent care as hcp can also make medical decisions. No additional information provided.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No sample for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. Pico pumps are designed specifically to provide negative pressure for low to moderate exuding wounds. As stated in the instructions for use for this product, ¿low exuding wounds are considered to be up to 0.6g of liquid exudate/cm2 of wound area/24 hours. Moderate exuding wounds are considered to be up to 1.1g of liquid exudate/cm2 of wound area/24 hours. 1g of exudate is approximately equal to 1ml of exudate.¿ if a pico device is used for a high exuding wound, therapy delivery may be affected. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have been unable to identify a conclusive root cause on this occasion. No further actions by smith & nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.